Event description:
On (B)(6) 2011, the patient underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis. On (B)(6) 2011, the patient underwent another procedure to treat an endoleak. An aortic extender and cook stent-graft were added, resolving the endoleak. According to the physician, the endoleak was due to aneurismal disease progression.